Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high blood pressure. The right ventricular (rv) lead exhibited high threshold. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.